Manufacturer narrative:
Block d2b: qrb.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained despite good faith efforts.